Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Unique device identification (UDI) - (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected and needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer, due to improper handling of the device. At the time of investigation no programming issue was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve b)(6) was implanted via ventriculo-peritoneal (v-p) shunt 5 years ago with unknown setting. Since the set pressure could not be changed between 4 and 5, the flow rate was too high compared to setting 4; therefore, the valve was removed and replaced on (B)(6), 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms due product problem. The patient recovered.